Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition. There was no evidence of the error in the event log. Analysts were unable to replicate the accuracy issues. Delivery accuracy testing found to be within the published specification of +/-6%. There was no faults found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy by 6.15%. There were no adverse events reported.